Event description:
It was reported that the patient had inadequate pain relief and charging difficulties despite troubleshooting. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned.